Event description:
A patient reported blood glucose results of "356 mg/dl, 196 mg/dl, and 140 mg/dl" with a lifescan meter, performed within 10 minutes of each other, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips and control solution were replaced.